Event description:
It was reported that the patient implanted with this pacemaker had presented for an emergent device check, where the device was found to be operating is safety mode. Technical services discussed that the device required replacement, and if the patient was not tolerating the non-programmable settings of safety mode, the patient should be hospitalized pending the replacement procedure. Additional information was received that the device was explanted and replaced that day. The local sales representative reported the patient had experienced dizziness, due to oversensing that resulted in pacing inhibition for this pacemaker-dependent patient. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. Manual electrical measurements noted normal pacing and sensing functions, confirming that brady therapy remained available. The device case was opened to facilitate inspection of the internal components. Internal visual inspection noted no irregularities. The battery was monitored during telemetry and the battery voltage decreased significantly during telemetry. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker had presented for an emergent device check, where the device was found to be operating is safety mode. Technical services discussed that the device required replacement, and if the patient was not tolerating the non-programmable settings of safety mode, the patient should be hospitalized pending the replacement procedure. Additional information was received that the device was explanted and replaced that day. The local sales representative reported the patient had experienced dizziness, due to oversensing that resulted in pacing inhibition for this pacemaker-dependent patient. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.